Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A turnpike catheter was used in a patient procedure. The tip of the 135 cm turnpike catheter 5642 broke off in the patient. The 5642 catheter was through the ante grade approach heavily calcified lesion. The wire was advanced through the 5642 and introduced through the tip of the retrograde turnpike. After the wire was successfully placed he tried to remove the 5642 to treat the lesion. Removal of the 5642 was difficult and the tip separated and was left in the vessel. The physician reported that the case was completed with a good result and that the catheter tip remains in the vessel.